Manufacturer narrative:
Additional information was received that post deployment angiogram revealed moderate pvl with a regurgitation index in the low 20s. Post dilatation, a residual gradient of approximately 30 mm hg. After the second valve was implanted, mild-moderate pvl was noted. Following the dilation, the pvl reduced to mild. A residual gradient of approximately 13 mmhg was noted. Updated section h.6 device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, the pre-implant computed tomography (CT) was suggestive of a bicuspid anatomy, with fusion of the non-coronary cusp (ncc) and right coronary cusp (rcc). The native anatomy was pre-dilated. Two balloon aortic valvuloplasty (bav) attempts were required, as the first dilation resulting in the balloon slipping into the left ventricular outflow tract (lvot). The implant team used the right femoral artery approach. A small, non-medtronic wire was used with the delivery catheter system (dcs). It was reported that the wire position appeared anterior, and the implanters reported that the wire position within the non- and right commissures was not achievable as a result of the fusion and calcification of the native valve. The valve was attempted to be deployed while the patient was rapid paced, however the valve slipped down into the lvot before reaching 80%. The valve was recaptured under rapid pacing. The second attempt at deployment was slow and well controlled, and the valve depth was reported to be low below the annulus, but was deemed acceptable, therefore the valve was completely released. The post deployment angiogram revealed considerable paravalvular leak (pvl) and central regurgitation. A post bav was performed. During the post dilation, the valve appeared to slip further into the lvot, resulting in the valve waist sitting at the annular level. A residual gradient was reported and angiogram showed severe pvl. A second transcatheter valve was implanted within the first valve, in a good position. A post dilation was performed once again. Hemodynamic assessment showed improvement in pvl and reduction of the gradient. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.